Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Telephone number, (B)(6). The intraocular lens (iol) was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a sensar ar40e intraocular lens (iol) with markings/scratches was implanted in patient's eye. There was no delay in procedure and no vitrectomy required. The lens remains implanted in the eye and no impact on daily activities of the patient reported. There was no replacement. The customer indicated that they did not inspect the lens prior to loading it in the cartridge. No patient injury reported. The patient outcome was not provided. No further information provided. This emdr report is for the ar40e intraocular lens. A separate report will be provided for the intraocular emeraldc30 cartridge.